Event description:
The customer contact reported a tubing rupture while in use with a power injector; subsequently blood loss was noted. The tubing set was being used with a power injector to deliver an unspecified contrast media at an unspecified rate. After an unspecified length of time in use, it was reported that the tubing ruptured at the distal end "near the hard plastic end with luer lock." The customer contact reported an unspecified volume of blood was lost. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not returned; however, an investigation is being conducted. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).